Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the cannula did not deploy and the patient's blood glucose rose to 18 mmol/l (324 mg/dl). The pod was worn on the patient's abdomen for between 37 and 48 hours. As treatment, a new pod was applied.

Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. The pod generated an 0x1c expiration alarm. The pod was confirmed to have run for 80 hours. 3228 pulses were delivered, including immediate non-priming boluses. No damages or deficiencies were observed on the needle mechanism, which was reset and redeployed successfully. The pod functioned as intended.